Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 441 mg/dl. The customer had reported symptoms such as tired and treated with syringes. Customer's blood glucose value was 441 mg/dl at time of incident. Customer's current blood glucose value was 441 mg/dl. Customer stated that they had got weird readings all day and they check their blood sugar and it is very high.. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood 441. Customer stated 4 large air bubbles found in tubing length. The insulin pump passed the high pressure test. The customer additionally reported that sensor had inaccurate readings that triggered threshold suspend alarm and the customer¿s blood glucose was 441 mg/dl and the sensor glucose was 169mg/dl at the time of the incident. Troubleshoot was performed and the customer stated that insulin delivery was not suspended due to sg values. The sensor will not be returned for analysis.